Manufacturer narrative:
Initial reporter's phone no. (B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The f-38 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be out of specification force sensing resistors (fsrs). To correct the condition, the fsrs will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred during an unspecified process step in the pediatric emergency department. There was no patient involvement. No additional information is available.